Manufacturer narrative:
The customer's last calibration results were ok. The customer's sample pre-analytical details and system alarm trace were requested but not provided. Based on the provided data, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable tp2 total protein gen.2 results for "about five" patients tested on a cobas c 503 module. The customer confirmed total protein calibration and qc results were ok. The initial total protein results were not reported outside the laboratory. The customer performed repeat testing with the samples on the same cobas c 503 module and a different cobas c 503 module. The customer provided questionable total protein results for three patients: patient 1's initial total protein result was 4.4 g/dl. The patient's total protein result on the same cobas c 503 module was 6.8 g/dl, and the patient's total protein result on a different cobas c 503 module was 6.71 g/dl. Patient 2's initial total protein result was 4.3 g/dl. The patient's total protein result on the same cobas c 503 module was 6.0 g/dl, and the patient's total protein result on a different cobas c 503 module was 6.0 g/dl. Patient 3's initial total protein result was 4.1 g/dl. The patient's total protein result on the same cobas c 503 module was 6.6 g/dl, and the patient's total protein result on a different cobas c 503 module was 6.6 g/dl. The total protein reagent lot number was 520090 with an expiration date of 31-mar-2021.